Manufacturer narrative:
Updated event description.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a chronic type b dissection of the thoracic aorta that was treated with a conformable gore® tag® thoracic endoprosthesis. The pre-implantation aorta diameter was 37mm. On an unknown date in (B)(6) 2016, follow-up imaging showed no dissection symptoms. On (B)(6) 2016, a persistent dissection with aneurysmal progress proximal to the implanted tag device was identified. The reported aorta diameter was 45mm. On (B)(6) 2017, an additional gore® tag® thoracic endoprosthesis was implanted as a proximal extension and the dissection successfully resolved. Additionally the left subclavian artery was embolized pre vertebral. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a chronic type b dissection of the thoracic aorta that was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, a persistent dissection with aneurysmal progress proximal to the implanted tag device was identified. The patient will have a reintervention along with proximal extension in (B)(6) 2017.